Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2018, during a load test performed by arjohuntleigh technician, the one fixation point of a track (on which usually is installed maxi sky 2 ceiling lift) came down causing a slight movement of the installation. No track detachment occurred as it was still supported by another anchor points. Neither injury nor harm was reported and neither resident was involved.

Manufacturer narrative:
On 26 jan 2018, the arjohuntleigh technician visited (B)(6) to perform a load test of the track installation used with maxi sky 2 ceiling lift. During the test it was observed that an one fixation point of a track pulled out from the concrete ceiling which have caused slight movement of the installation rail. No track detachment occurred as it was still supported by another anchor points. Neither injury nor harm was reported and neither resident was involved. The track involved in this complaint was a linear kwiktrack rail supported by anchor points. The hardware structure used to attach these attachment points was made of steel. The system was placed under the suspended ceiling. The installation was mounted at the customer facility on 8 sep 2015 by third party company (medelec services). Based on the provided pictures, the ceiling structure cracked allowing the fixation point to pull out from the concrete ceiling. Based on analysis previous incidents, the detachment of the fixation point from the ceiling may occur when: - the installation is not completed adequately (difference between the installation method as per the drawings and the actual installation), - the ceiling structure is not as strong as reported when planning the installation. None of the above scenarios can be pointed out with a certainty as an exact factor contributing to this particular event because the initial commissioning form and the installation's drawings were not revealed by the customer. The requirement to perform the weight load test allows to detect a structural problems. As per installation guide (001-11161-en rev.2 from may 2015), during the initial weight load test "the weight to be applied must be equivalent to the maximum capacity of the track, multiplied by 1.25 or 1.5." It is also recommended to repeat this test annually. To conclude, while the incident occurred the kwiktrack installation was tested by arjohuntleigh technician. The installation was unstable and from that perspective, the system was not up to the manufacturer's specification at the time of the incident. Although no patient was involved and no serious injury took place, we have reported investigated event to competent authorities, due to the fact that such circumstances with a patient attached on the ceiling installation rail system upon recurrence may pose a resident at risk.